Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that there were broken wires at the joint pulleys. It was identified during surgery and the event date was (B)(6) 2025. There was no patient injury, nothing fell into the patient and the procedure was completed with a replacement instrument. There was a delay of less than 15 minutes.